Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204/code 107) was confirmed. As received, the belt failed to communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the yellow (pgnd) wire was open inside the trunk cable. The cause of the service codes is the open wire. The root cause of the open wire is excessive force placed on the cable.no adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and 107.